Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: 1. During seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing a scratch. 2. The seal and cut output and the load of grasping the tissue were applied to the probe, causing a crack to form starting from the scratch. 3. The probe broke due to the application of load. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
No addtl info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon follow up with the customer, additional information was received. It was reported that the tip of the instrument was damaged and broken, it fell to the extracorporeal on to the bed. There was no medical intervention required as the piece was retrieved by hand.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's tip became damaged during a therapeutic hepatectomy procedure. It was not specified how the tip was damaged nor if there was fragmentation. It was reported the procedure was completed successfully after the device was replaced with a similar back-up device. There was no delay, patient injury, nor medical intervention associated with this event.